Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert/eol earlier than previously estimated.

Event description:
Boston scientific received information that during a follow up in (B)(6) 2015 1.5 years remaining longevity was noted. At the most recent follow up on (B)(6) 2015, the device had declared end of life (eol) with high pacing thresholds. Premature battery depletion was not alleged. It was noted that the patient as admitted to the hospital due to a non-device related reason in (B)(6) 2015 but the device was never checked at this time. The device was explanted and will be returned. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.